Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a set was primed and loaded into the pump; it was noted that the upper fitment became separated from the tubing while the door to the device was open. The tubing was clamped to the patient and there was no harm reported.

Manufacturer narrative:
The customer¿s report of a silicone segment separation from the upper fitment was confirmed. Visual inspection observed that the silicone segment had completely separated from the upper fitment. There were no signs of damage to the upper fitment. There was no retainer ring received with the set and there were no indications of a ring indentation. Dimensional testing confirmed that all parts were within the required specifications. Functional testing was not performed due to the separation. The root cause of the primary set silicone segment separation was determined to be operator misalignment of the silicone tubing with the pumping chamber flow stop machine.

Manufacturer narrative:
Additional information from (B)(4).

Event description:
Received a copy of the customer medwatch report which states ;"event desc: after priming IV "verasafe infusion set", while attaching set to patient line set, it became disconnected at blue top of loading set piece. Door of pump was not yet closed but tubing was clamped below so no air entered line at baby end. Baby was isolated from line, and a new line checked for failure primed and hung. Defective tubing lot/reference sheet saved and put in administration mailbox on unit. Near miss situation for air embolus, unintentional fluid bolus or bleeding risk as well as potential infection risk. Work flow interrupted and delay in hanging IV fluid".